Manufacturer narrative:
Concomitant medical devices: 4076 lead, implanted: (B)(6) 2013; 4296 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing during an episode of ventricular arrhythmia. The arrhythmia was subsequently appropriately treated, which converted the arrhythmia. The lead is currently programmed the most sensitive, and remains in use. No patient complications have been reported as a result of this event.